Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following result while having hyperglycemia symptoms: 62 mg/dl. The patient's mother said "the patient went into a coma due to hyperglycemia (usually when the patient catches the flu, his blood glucose symptoms are high), but instead the meter was showing a low result. The patient's mother brought the child to the hospital where 45 minutes later a measurement was performed on a professional device resulting in a value of 480 mg/dl. The patient received unknown medical treatment and was admitted to the hospital for 3 days.